Event description:
Medtronic received information that 4 years and 9 months following the implant of this transcatheter bioprosthetic valve, it was reported that the patient had severe transcatheter aortic valve replacement (tavr) associated stenosis with progressive heart failure. Echocardiogram showed a peak gradient of 56 millimeters of mercury (mmhg) and a mean gradient of 33 mmhg. Central regurgitation andparavalvular leak (pvl) were observed. It was reported that the patient subsequently died. The cause of death was not received.

Manufacturer narrative:
Product analysis: pending analysis results. Conclusion: pending investigation completion. Date of death was entered as year valid. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that per the physician, the patient decompensated in the intensive care unit (ICU). It was noted that the pvl was moderate to severe.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. A longitudinal incision was noted, cutting through the valve between leaflet 1 and 2. All leaflets appeared tan and pliable except where calcification was present. Severe calcification was observed on the outflow and inflow of all leaflets. Leaflet deterioration was observed along the margin of attachment of leaflet 1; damage possibly associated with adjacent calcification nodules on the inferior coaptive junction between leaflet 3 and 1. Leaflet deterioration noted on the margin of attachment of leaflet 2; possibly associated with calcification observed on the inferior coaptive junction between leaflet 1 and 2. A small tear was noted on the free margin of leaflet 2 approaching commissure 3. Leaflet deterioration resulting in a large hole observed on the belly of leaflet 3; possibly associated with adjacent calcification nodules. Thrombotic host material noted on the inflow of all leaflets. Layer of pannus appeared to encapsulate all commissures; intact. All leaflets appeared to be in a closed position with gaps between leaflet 1;2 and 1;3. Adherent thick layer of glistening off-white pannus lines the inflow orifice extending into the inner lumen. Off-white glistening pannus remain attached to the frame on the outflow extending down to the commissures. Thick layer of tan pannus covered the valve skirt. Radiography: radiography revealed calcification on all leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Based on returned product analysis, pannus, calcification, and thrombotic host material was observed on the valve. However, without a copy of the echocardiogram or imaging film for review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported stenosis cannot be determined. Heart failure is known potential adverse effects per the device IFU. Unfortunately, a relationship of the reported congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition, but a conclusive cause could not be determined from the limited information available. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Based on returned product analysis, pannus, calcification, and thrombotic host material was observed on the valve. These factors may have contributed to the reported high gradient. However, without a copy of the echocardiogram or imaging film for review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported high gradient cannot be determined. It was further reported that central regurgitation and moderate to severe paravalvular leak (pvl) were observed. Aortic regurgitation and pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. It was reported that the patient subsequently died. The cause of death was not received. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed, a conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.